Manufacturer narrative:
The product was disposed of by the hospital, and was therefore not available for eval by the manufacturer. There was no report of malfunction related to the angiosculpt device. The device lot history record was reviewed as the eval method with no non-conformances noted. The angiosculpt device was used off label with a 0.014" guidewire. The pt was treated with standard stent technology and the perforation was resolved without the need for any special procedure or surgical therapy. Angioscore has not received any report of injury involving vessel perforation concerning their devices to date.

Event description:
Pt was treated with csi diamond back (orbital atherectomy) device for total occlusion of the left spa. Following the atherectomy, the angiosculpt was utilized. The angiosculpt device was used successfully. A perforation was noted at some point during the procedure and this was successfully treated with the use of a conventional balloon and self-expanding stent. Pt did not require any surgical repair or suffer any other specific complication related to the perforation.